Manufacturer narrative:
(B)(4). Concomitant medical products: unknown locking proximal. Customer has indicated that the product will not be returned to orthopediatrics as the revision procedure has not yet occurred. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It has been reported that following a proximal femoral procedure, the patient is scheduled for a revision surgery due to screws backing out of the construct. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated, and the reported event was not confirmed. Visual inspection of the screw under magnification showed no unusual features or damage. Manufacturing records were reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends. Concomitant medical products: item: 00-0907-3745, 3.5mm cannulated locking cortical screw, 45mm, lot: m32683. Item: 00-0907-2520. 3.5mm self tapping cortical screw w/ t15 hex, 20mm, lot: 140493. Item: 00-0903-2618, 3.5mm locking cortical screw w/t15 hex, 18mm, lot: 5275604. Item: 00-0903-2510, 3.5mm self tapping cortical screw w/ t15 hex, lot: 1276.